Event description:
It was reported that during a procedure the arthroscopic bur produced metal shavings. The shavings were removed with irrigation and another unknown device. No patient injury was reported by the user facility.

Manufacturer narrative:
At the time of this report, the complaint device has not been returned to stryker sustainability solutions (sss) for a device evaluation. However, past investigations for metal shavings have attributed the shavings to excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device. If additional information is received, a follow-up MDR will be submitted.